Event description:
It was reported that (2) er320 were used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clip malformed. Opened another device to complete the case. There was no pt consequence.